Event description:
The laser system has the following problem: "low output power". No adverse effects to patient were reported, the laser was not used for treatment.

Manufacturer narrative:
The problem was due to an internal component failure. After the replacement, the laser system restarted to work. We are unaware about patient injury.